Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify no communication due to no button response. (B)(4).

Event description:
Information received by medtronic indicated that the patient called to ask about her warranty date. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.